Manufacturer narrative:
On 08/09/2019, mentor received additional information about the event. It was initially reported that the implantation date is (B)(6) 2006. New information states that the implantation date is (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5087629) that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including increased sed rate, excessive sweating, rapid weight gain, inability to lose weight, insomnia, palpitations, anxiety, tremors, myalgia, multifocal arthralgia, a decrease in lordotic curvature cervical thoracic and lumbar pain, bue venous and arterial insufficiency, ble claudication and cramping, lack of libido, reddening of eyes, dyspnea, shortness of breath, constant throat clearing, burning in hands and digits with severe swelling, thoracic outlet syndrome, chronic fatigue, pain, motted skin, panic attacks, migraines, vision problems, heat intolerance, enlarged thyroid with multinodular goiter, and rashes and itching on chest. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.